Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported by the rep that the er320 clip applier was firing several clips at a time. Another er320 was pulled and the case was completed. There was no consequence to the pt.